Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2018-01563. The device investigation is pending.

Event description:
It has been reported that the device is failing self-test.